Event description:
A surgeon reported that a memory lens iol implanted in a pt's left eye in 2000 has since opacified. Visual acuity reported as 20/20, but pt complains of blurry vision. Yag laser performed to no avail. Prognosis is reported as unknown. No further info is available.